Manufacturer narrative:
Device evaluation: a direct correlation between heartmate 3 lvas, and the reported events could not conclusively be established through this evaluation. The heartmate 3 lvad, was not returned for analysis. The heartmate 3 lvas instructions for use lists stroke, bleeding, and neurologic dysfunction as adverse events that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. The instructions for use also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This instructions for use, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 63 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient reported low flow alarms and decompensated showing neurological dysfunction. The patient was hospitalized. Head CT scan showed intraparenchymal hemorrhage with significant shift. The patient was intubated and taken back to the operating room for an emergent craniectomy. Evacuation of hematoma was performed. The patient was taking the anticoagulants aspirin and warfarin at the time of the event. It was reported that the patient expired due to the hemorrhagic stroke.

Manufacturer narrative:
Corrected information.

Event description:
It was reported that the patient¿s stroke occurred on (B)(6) 2018. The patient expired on (B)(6) 2018.